Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump did not receive a low battery alert prior to replace battery alert. Customer¿s blood glucose level was 148 mg/dl. Customer states insulin pump had multiple insulin pump error. Customer reported insulin pump had frozen display. Customer unable to clear the alarm. Customer also states insulin pump buttons did not begin to work in less than 5 minutes without battery change. Customer states insulin pump did not turn on at all this time. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display. After disconnecting the electronic assembly stack and reconnecting the electronic assembly stack, unit power up with no display. Problem isolated to electronic assemblies. Unable to perform displacement test, self test, and current measurements due to display anomaly. Unable to determine software error or battery anomalies due to blank display.